Manufacturer narrative:
Upon follow up it was reported the patient was discharged from the hospital on an unreported date the month following event onset. Treatment with piperacillin-tazobactam was discontinued the month after initiation. At the time of this report the patient was recovered from this peritonitis event and remained on hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent, abdominal pain, and fever. The cause of the peritonitis was unknown. On the same day as onset, the patient began intraperitoneal (ip) treatment for the peritonitis with cefazolin (1 gram, once per day) and amikacin (100 gram, once per day, ip). That night, the patient¿s condition worsened manifested by abdominal pain and fever. The following day, the patient was hospitalized for the event, the treatments with cefazolin and amikacin were discontinued and treatment with intravenous piperazine (piperacillin)-tazobactam was administered (1 gram per day). On unreported dates, the patient¿s pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient remained hospitalized and the treatment with piperacillin-tazobactam was ongoing. The outcome of the peritonitis event was unknown. No additional information is available.